Event description:
An endeavor sprint drug-eluting stent was being used to treat a lesion in the lad. The lesion was 80-90% stenosed. The lesion was severely calcified and tortuous. The lesion was pre-dilated to 8atms for 10 secs. No resistance was encountered at the lesion. The device could not cross the lesion. On removal it was noticed that the stent was damaged. Another device was used to complete the procedure. There was no patient injury reported. Device evaluation: the stent was positioned between the marker bands as per specifications. The 14th proximal stent segment was slightly raised and deformed.

Manufacturer narrative:
(B)(4). Evaluation: results: inherent risk of procedure (stent deformation), patient condition affected effectiveness of device (lesion was 80-90% stenosed, severely calcified and tortuous), deformation problem (stent); conclusion: results: inherent risk of procedure ¿ (stent deformation), device failure/lack of effectiveness related to patient condition (lesion was 80-90% stenosed, severely calcified and tortuous).